Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 10353256.

Event description:
It was reported that the patient has high impedances on one of their lead extensions resulting in ineffective therapy on the right side of their body. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead extension caused the issue.

Manufacturer narrative:
Correction: in initial report b1-type of report: product problem was unchecked. Corrected b1-type of report: checked- product problem. Updated: dbs extensions in d10- concomitant medical products and therapy dates.

Event description:
Additional information received indicates, patient passed away due to unrelated infection and therefore no further intervention will be undertaken regarding the lead extension impedance issue.